Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed pressure transducer. The device was evaluated. The unit would not fill and the pressure transducer was found to be contributing to the issue. The pressure transducer was replaced. The device passed all applicable testing and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they were setting up an arctic sun device. They stated it was unable to fill. After checking the inlet pressure was reading appropriately, they initiated the filling process. Had them remove the fluid delivery line from the back of the device and check suction at the left port. It was told that no suction was detected. It was stated they would classify that as an obf and ship a replacement device overnight. Per sample evaluation results on (B)(6) 2023, it was reported that the failed transducer contributed to the reported issue. Control panel booted up with enter password on the service floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed pressure transducer. The unit would not fill and the pressure transducer was found to be contributing to the issue. The pressure transducer was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were setting up an arctic sun device. They stated it was unable to fill. After checking the inlet pressure was reading appropriately, they initiated the filling process. Had them remove the fluid delivery line from the back of the device and check suction at the left port. It was told that no suction was detected. It was stated they would classify that as an obf and ship a replacement device overnight per sample evaluation results on (B)(6) 2023, it was reported that the failed transducer contributed to the reported issue. Control panel booted up with enter password on the service floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were setting up an arctic sun device. They stated it was unable to fill. After checking the inlet pressure was reading appropriately, they initiated the filling process. Had them remove the fluid delivery line from the back of the device and check suction at the left port. It was told that no suction was detected. It was stated they would classify that as an obf and ship a replacement device overnight. Per sample evaluation results on 17nov2023, it was reported that the failed transducer contributed to the reported issue. Control panel booted up with enter password on the service floor.